Event description:
It was reported that during surgery, the anchor lacks of one fragment. The implant got broken in the proximal part while it was being inserted, however, the other part of the implant worked correctly and the procedure was completed successfully. The broken piece was removed and patient injuries were no reported.

Manufacturer narrative:
One 72203705 healicoil regenesorb suture anchor was returned. The complaint stated: ¿the implant got broken in the proximal part while it was being inserted¿. Based upon the condition of the anchor, over torque and resistance was a factor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Root cause associated with the manufacture of this device was not confirmed.